Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery was not charging and the "display foil (was) peeling off." It was further reported that moisture had penetrated the battery and red lights appear when the battery is on the charger. The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery ((B)(6)) was returned for evaluation. A review of (B)(6)¿s device history record confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed functional testing. Visual inspection, as well as evidence provided by the site, revealed that the battery led display was not properly adhered to the battery case; however, the battery was able to charge and provide power as expected. Internal visual inspection did not reveal any abnormalities; no evidence of fluid ingress was observed. As a result, the reported "display foil peeling off" event was confirmed. However, the reported not charging, "red lights on the battery charger" and fluid ingress events could not be confirmed. A possible cause of the reported not charging, "red lights on the battery charger" and fluid ingress events could not be determined because the returned device tested within specification and the issues could not be duplicated. A possible root cause of the reported "display foil peeling off" event can be attributed, but not limited, to moisture at the time of the reported event, damaged enclosure seal and/or handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.